Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. Evaluation summary: no op-notes or components have been returned. Without additional information, the exact cause cannot be conclusively determined at this time. Evaluation: review of the device history records for the articular surface, femoral component, and segmental hinge service kit were reviewed and did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient presented with gross hyperextension.